Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that users are unable to login device with bio ID. A field service engineer inspection the bio ID usb cable connection. Device is now functioning properly. The system functioned as intended after field service engineer troubleshooted the device

Event description:
It was reported by the customer that a pyxis medstation es system unable to login with bio ID. Customer stated during malfunction was noticed when user attempted to login device and there is delay in patient care. There were no adverse events or injuries reported based on this event.